Event description:
Per the clinic, the patient underwent a skin flap reduction surgery on (B)(6) 2022 due to poor magnet retention. The implanted device remains.

Manufacturer narrative:
This report is submitted on april 13, 2022.